Event description:
Attorney reported: in 2007 - pt underwent repair of 2 umbilical hernias and a ventral hernia with a bard ventralex hernia patch. Pt subsequently developed abdominal pain which became more severe and which her physicians attributed to her mesh. In 2008 -pursuant to her physician's recommendation, the pt underwent surgery to remove the mesh. The pt suffered pain, mental anguish, inconvenience, physical impairment, disfigurement, loss of capacity to enjoy life in the past, and will suffer pain, mental anguish, inconvenience, physical impairment, disfigurement, loss of capacity to enjoy life in the future. Additional info from medical records provided: in late 2007 - pt visited the md for upper abdominal pain. She was given a trial of nexium and a gallbladder ultrasound was ordered. In 2008 - CT scan. Four days later - pre-operative visit for complaints of pain at the peri-umbilical site, bulge and hernia recurrence. The following month - pt underwent a laparoscopic ventral herniorraphy with placement of proceed intra-abdominal mesh and removal of old mesh. Per the operative report "camera was directed to midline where the previously placed mesh was identified. On the superior surface, a tear was noted approx a centimeter in size". The following month - post-operative visit, pain below the umbilicus resolved.

Manufacturer narrative:
Available info indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. No sample was returned for evaluation and the pathology report does not include a gross description of the mesh, therefore, we are unable to confirm the tear on the superior surface noted in the 2008 operative report. Additionally, we are unable to determine if the tear caused or contributed to the event.